Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the proximal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that a balloon hole occurred. A percutaneous coronary intervention (pci) was performed on a right coronary artery (rca) patent ductus arteriosus (pda). A 2.00mm x 15mm emerge balloon was advanced to dilate the target lesion, but there was loss of pressure immediately on inflation at nominal six atmospheres. The device was removed and after removal of the device an on inspection, a small hole was visible. It was noted that the hole was likely near the tip of the balloon. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure. It was further reported that the lesion was calcified. No patient complications were reported in relation to this event.

Event description:
It was reported that a balloon hole occurred. A percutaneous coronary intervention (pci) was performed on a right coronary artery (rca) patent ductus arteriosus (pda). A 2.00mm x 15mm emerge balloon was advanced to dilate the target lesion, but there was loss of pressure immediately on inflation at nominal six atmospheres. The device was removed and after removal of the device an on inspection, a small hole was visible. It was noted that the hole was likely near the tip of the balloon. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure. It was further reported that the lesion was calcified. No patient complications were reported in relation to this event.

Event description:
It was reported that a balloon hole occurred. A percutaneous coronary intervention (pci) was performed on a right coronary artery (rca) patent ductus arteriosus (pda). A 2.00mm x 15mm emerge balloon was advanced to dilate the target lesion, but there was loss of pressure immediately on inflation at nominal six atmospheres. The device was removed and after removal of the device an on inspection, a small hole was visible. It was noted that the hole was likely near the tip of the balloon. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.